Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittently, insulin did not deliver as intended during bolus delivery. Customer¿s blood glucose level reached 295 mg/dl. Reportedly, the customer continued to use the pump for basal delivery, and administered manual injections for bolus therapy.